Event description:
It was further reported that the patient had a device check and there was normal device function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1d1, crt-d, implanted: (B)(6) 2020; 6945-65, lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had possible undersensing during non-sustained ventricular tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.